Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of a same device. There were no patient complications nor injuries reported and patient condition was good.